Event description:
A home patient's family member contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. The home patient's nurse reported that the home patient's transfer set was not connected to the patient line of the homechoice set at the time of the alarm. The home patient's family member had pressed go on the machine and the machine started without the home patient being connected, per the home patient's nurse. The home patient's nurse reported that after the home patient received the system error alarm they connected themself to the homechoice set. Baxter's technical service center assisted the home patient's family member in ending therapy. The home patient's nurse reported that the home patient completed therapy by setting up with all new supplies. No patient injury or medical intervention was associated with this incident, per the home patient's nurse.